Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient was in stable condition throughout the procedure.

Event description:
New information received notes the implantable cardiac monitor (icm) exhibited undersensing and noise oversensing. The programming changes were performed. The patient was in stable condition.